Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient had an infection and then a fever after pacemaker implantation. The patient was treated with antibiotics and the adverse event was resolved on (B)(6) 2020.